Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl at the time of incident. Troubleshooting was declined for high blood glucose. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.